Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The device was not returned.

Event description:
It was reported that the pads were unable to fill with water. The pads were disconnected and reconnected but the issue was not resolved. Therapy was interrupted in order to switch the pads to a new set of pads. Therapy was resumed on the new set of pads without any further issues.